Event description:
According to the customer, the gloves are ripping and "the cl dressing include in our current kits are not adhering with corners lifting to the patients leading to the cl being exposed. They are having to be changed every 2-3 days." The facility reports the cl sute exposed is believed that this was a contributing factor to clabsi. The patient was treated for clabsi. On (B)(6) 2026, the patient had a positive blood culture. No additional information at this time.

Manufacturer narrative:
According to the customer, the gloves are ripping and "the cl dressing include in our current kits are not adhering with corners lifting to the patients leading to the cl being exposed. They are having to be changed every 2-3 days." The facility reports the cl sute exposed is believed that this was a contributing factor to clabsi. The patient was treated for clabsi. On (B)(6) 2026, the patient had a positive blood culture. No additional information at this time. It has been determined that the reported event caused or contributed to serious injury requiring medical intervention, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted. Original MDR (3015173212-2026-00011) was filed incorrectly under the wrong fei number and manufacturer address.